Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 0.5 device overinfused during patient use. The total fill volume of the device was 33 milliliters (ml), which included 3 ml of droperidol, 20 ml of fentanyl citrate 20ml, and 10 ml of saline 10ml). The expected infusion rate was 0.5 ml per hour; however, the device delivered 18 ml of this solution in 8 hours. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 814:04 occur on channel b. The event was reported to have occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 814:04 occurred on channel b during infusion which caused an interruption during delivery. The user interface module master software version is currently unknown.